Manufacturer narrative:
Successfully downloaded history files and traces using thus. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, displacement accuracy test and self test. All buttons function properly. No unexpected alarms noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. During download history review no unspecified alarms found in download history files to confirm complain code. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, scratched case, battery tube threads - cracked and cracked case (battery tube). In conclusion, keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. E/a alarm unspecified and charge/battery lasts less than expected were not confirmed. Unit tested properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced diminishing battery life, unexplained errors, insulin leakage, buttons delay. The customer reported no adverse event. The event involved product(s) mmt-1715kl, unomedical. Troubleshooting could not be performed. No harm requiring medical intervention was reported. No product return is required for mmt-1715kl. No product return is required for unomedical.